Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient's prior system was not replaced due to a problem, her prior ins was replaced due to it took 4 hours to recharge it ever since implant. When the new model was launched and it had a short recharge session, she chose to have her implant changed out in order to allow for a higher quality of life. No medical or therapy problem was associated. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.